Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor passed. Performed bicarbonate buffer test and sensor passed per specifications. See attached file for results. Found cannula bent unable to confirm customer received sensor in said condition due to customer return sensor opened/used.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer's blood glucose value was 400 mg/dl. Customer mother reported that blood glucose level was an ongoing issues with bent cannulas and calibrations. Customer mother declined to troubleshoot for the issues high blood glucose and sensor glucose vs blood glucose. The product was returned for analysis.